Manufacturer narrative:
A ge svc rep performed an onsite investigation. The control pcb on the monoblock x-ray was evaluated and replaced. A collimator calibration was performed. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported a sys error (lockup) and the sys would not reboot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.